Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and perigree were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, and vaginal vault prolapse. It was reported that the patient underwent excision of mesh on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to eroded anterior vaginal wall mesh by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent vaginal mesh excision, anterior repair and cystoscopy on (B)(6) 2016 by dr. (B)(6) due to exposure of vaginal mesh through vaginal wall at the (B)(6).

Event description:
It was reported that following insertion the patient experienced urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent vaginal mesh excision, anterior repair and cystoscopy on (B)(6) 2016 by dr. (B)(6) due to exposure of vaginal mesh through vaginal wall at the (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, nocturia, and vaginal pressure.

Event description:
It was reported that following insertion the patient experienced urinary leakage, nocturia, and vaginal pressure.